Event description:
It was reported that during a coronary stent procedure in a tortuous rca, the physician experienced inflation difficulties. While attempting to remove the delivery/stent system the shaft broke, and a portion remained in the pt. The physician was able to retrieve with a snare. Pt status is listed as "okay".